Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic proctectomy, while performing rectum resection, the handle was unable to fire because the handle could not be squeezed after the green button was pressed. A new handle was opened to resolve the issue. It was also noted that the same reload was not able to be used with the new handle. There was no patient injury.